Event description:
It was reported that the right ventricular (rv) lead had a gradual decrease in sensing and intermittent pacing threshold. An x-ray revealed the rv lead was in a stretched position. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Products: 5076 implantable pacing lead 2006 (B)(6). (B)(4).